Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center's image failed. The image would spontaneously restore sporadically but then immediately fail again. The customer also stated the cold light went out. This issue was found during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A field service technician was onsite and confirmed the abnormal image and cold lamp being off. The technician onsite was able to repair the equipment. Based on the results of the investigation, the probable cause of the this event could not be identified. Olympus will continue to monitor field performance for this device.